Event description:
Intrinsic became aware of a barricaid device that appears to have had the mesh migrate into the spinal column. A territory manager (kr) reached out and contacted the surgeon involved and provided them instructions on how to remove the device. The patient had another surgery at an unknown date, and the device was removed.

Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.